Manufacturer narrative:
This case was assessed as reportable to the FDA due to the reporter's assessment that the event, nodules, was deemed to possibly meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a nurse practitioner and concerns a patient (age, initials, gender not reported) who was injected with an unspecified amount of radiesse(+) for an unspecified indication. Medical history and concomitant medications not reported. An unspecified time post injection, the patient experienced a nodule. Causality, lot, treatment and outcome not reported. Follow up information was received from the reporter on 30-apr-2019 and the case was upgraded to serious: the reporter is a registered nurse (previously reported as nurse practitioner). Medical history positive for hypertension. The patient is post-menopausal and on hormone therapy. The (B)(6) female patient was injected with 0.6ml of radiesse(+) to the oral commissures on (B)(6) 2019. Lot number reported as 100114725 (expiry 10/10/20). On (B)(6) 2019, the patient developed nodules to the medial aspect of where the filler was injected. As reported, the nodules are involved in the movement of the mouth and visible with smiling. Corrective treatment reported as saline infiltration to break up nodules. In the opinion of the reporter, the event is not considered permanent but treatment was possibly necessary to prevent a permanent damage. Causality reported as related to radiesse(+).